Event description:
The lab did a month-long study on blood culture collections, noting among other things, clotted tubes. The experienced phlebotomists did their collections "by the book", including rocking and shaking the tubes. On easy draws that presented no problems they still ended up with about 1/5 of the tubes still being clotted. Is there enough anti-coagulant in these tubes?